Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they believe they have a defective pen. Customer stated the dosage is inaccurate and merely lifting the insulin pen changes the dose. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.